Event description:
It was reported that the patient experienced an allergic reaction approximately 2 weeks prior to report at the implantable neurostimulator site and lead location. The area was itchy and uncomfortable. The device was going to be explanted the day after report, and there was no date scheduled for re-implant of a new device. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received indicated that the patient was allergic to silicon, which was why the device had been explanted. No additional information was provided.

Manufacturer narrative:
Lead model 3093-28, lot # v855061, implanted: (B)(6) 2012, explanted unk.